Event description:
During egd, biopsy forceps was opened, small piece broke off tip of forceps. Forceps would not close, eventually forceps closed enough to bring through scope. Small piece retrieved from stomach.